Manufacturer narrative:
An inspection was performed and the device was found to be operating as designed and intended. No further action is required.

Event description:
The reporter indicated that at the six month follow-up, the patient had a severe rise in pacing threshold. Furthermore, the patient was bradycardic and being paced continuously during the follow-up. Event date is estimated.